Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the pt made the mistake of touch contamination (details not provided) which led to peritonitis. The pt was hospitalized for the peritonitis. Treatment was not reported. The pt was later discharged from the hospital and, on an unspecified date, the pt recovered from the peritonitis. The nurse confirmed that on an unspecified date, the patient was re-trained in proper aseptic procedures for pd therapy. At the time of this report, pd therapy was ongoing.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as home patient touch contamination. Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.